Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl; cause of bg not known. It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with "IV and glucose shots" to address the bg. Customer was discharged from the ICU two days later, (B)(6) 2026 with the issue resolved and no permanent damage. System check was performed by tandem technical support, and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.